Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during the implant procedure that the right ventricular lead exhibited high pacing impedance. It was also noted that the wire could not be inserted completely. The physician implanted a different lead to complete the procedure. There were no patient consequences.